Event description:
The hospital submitted a medwatch report indicating that following a cardiac intervention procedure, the angio-seal device was deployed and the patient subsequently developed a retroperitoneal bleed. Further information provided by the hospital revealed that the angio-seal device had been deployed in the patient's right groin. The puncture site was slightly oozing and ecchymotic on admission to the ccu. Within the hour, the patient complained of a backache and pain in the lower right quadrant of the abdomen, with a decrease in blood pressure and an increase in heart rate. The hospital would not release any information as to the pt's status or if intervention was required.